Event description:
The pads have adhesive strips to adhere to undergarments. The adhesive is hard and it sticks to the undergarment so that it is difficult to remove from them. Also, if the adhesive gets on your hands it is also difficult to remove.